Event description:
It was reported that an ilet pump experienced premature battery discharge and unexpected shutdowns, with the user noting rapid depletion from high charge to zero, intermittent failure to take a charge, and pump power loss; blood glucose levels were reported unaffected and no alerts or alarms were noted, and the implicated device component was the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including engineering logs and a log parser review. Investigation of this case revealed an energy storage system problem consistent with premature discharge of the battery, traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Investigation description. Complaint was confirmed through engineering logs. Rapid battery depletion was observed in the logs. The cause was determined to be a faulty battery, however as a precaution the mainboard will be replaced as well.